Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate. Implant was removed and bone graft was placed after implant site debrided.